Event description:
It was reported by the rep that during a lap nissen procedure, insufflation leaked out of the back of the sw100. The surgeon did not have another sw100. The surgeon had many reasons and converted the case to an open procedure.